Event description:
On 04/13/2008, the patient reported that approximately one week ago, she noticed the down button of her infusion device was not functioning and she has not been able to check her bolus history. She also reported, that her blood glucose was elevated the previous day to 400 mg/dl. She stated, that she did not know if elevated blood glucose was related to the button issue. She bolused 5 units of insulin to lower her blood glucose. Her blood glucose at the time of the report was 160 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.